Manufacturer narrative:
A specific root cause could not be identified. The root cause was assumed to be an inappropriate sample transportation temperature. Based on the information provided, a general reagent issue was not suspected. The analyzer in question is no longer in use by the customer.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable a1cx-2 tina-quant hemoglobin a1cdx gen. 2 results for four patient samples between (B)(6) that had to be corrected. Data could only be provided for one of the patient samples. The initial result was 7.3% and the repeat result was 5.4%. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was taken to the ER and was seen by a doctor who had the testing repeated. The customer could not provide this result. The customer did not know if the patient received any treatment. No adverse event was reported. The reagent lot number and expiration date were requested but were not provided. The customer stated the sample had been transported from another state and they were questioning the stability of the sample. The temperature was 75° on the day of the event and the sample had been received at room temperature. The field service representative could not determine a cause. He completed all maintenance due and replaced the sample probes, syringes, and the photometer lamp. He ran diagnostics for the photometer and the workstations, verified the calibrator values were correct, and verified the controls had been in range. All diagnostic tests passed and within specification. The customer ran both levels of their controls and all values were within range. Upon follow up, the customer confirmed they have had no issue since the service visit.